Event description:
Literature: marquardt g, beck j, seifert v. [An unusual complication impeding refilling of a pump used for intrathecal baclofen therapy]. Rev neurol. 2008; 27(10):557-558. A female with spastic tetraparesis was treated with oral antispastic drugs and periodic botulin toxin without desired therapeutic effect. An intrathecal baclofen pump system was implanted with no complications; it provided notable improvement in spasticity and quality of life. The pump was refilled several times without difficulty. Subsequent to the patient's marked weight gain, the pump could not be refilled. The septum could not be punctured. A radiologic study revealed the pump had rotated on its axis: the outer surface was facing toward the abdominal cavity and the base was turned upward. Days earlier, the patient noticed a slightly painful bulging at the pump site which lasted a short time and disappeared spontaneously. Surgical exploration was refused. The pump was grasped manually, lifted through the skin and rotated back. X ray confirmed correct position of the pump after this was done and refilling was easy. Spasticity increased enormously after this and the patient exhibited resistance to repeated increases in the dose of baclofen. A radiologic study showed the catheter tip had slipped out of the intrathecal space. During the exploratory surgery, a new catheter was connected to the pump. The pump was not attached to the subcutaneous pouch; the pump was reattached to the fascia. There have not been any further incidents in the clinical evolution of the case.

Manufacturer narrative:
Rotated pump.